Event description:
It was reported that the patient was unwell for few days and presented in-clinic for a follow up check. Upon review, the pacemaker exhibited data problem saying erroneous parameter values were detected. Programming changes were made on the device. Patient was stable.